Event description:
Pt ordered pca for pain control. Rn noted the IV bag needed to be replaced earlier than should have been. Physician and pharmacy notified. Discovered the pt had accessed the pca pump utilizing the security code and programmed higher and more frequent boluses.